Event description:
The device was disassembled when the blade mount was found to be broken off during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.